Event description:
Stryker sustainability solutions, (B)(4), harmonic ace shears stopped working after approx 10 minutes of use. Another "like" handpiece was obtained, tested and used for the remainder of the case without issue. Used for laparoscopy, pelviscopy, right salpingectomy. Event abated after use stopped.